Manufacturer narrative:
One device was returned for repair. Visual evaluation found light marks and scratches consistent with normal use. Reason for return was not related to previous service of device. Event history showed cassette not attached properly and cassette damaged alarms. Functional testing triggered no disposable alarm. The cause was the downstream occlusion (dso) sensor was non-functional. Replaced both dso and upstream occlusion (uso) sensors due to contamination and errors.

Manufacturer narrative:
E1: address line 1 "(B)(6)". Address line 2 " (B)(6)". Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump keeps alarming to reattach the cassette. There was no patient involvement, and no patient harm/adverse event reported.